Event description:
It is reported that the surgeon had difficulty impacting the liner into the cup. The liner and inside ring were damaged so a new device was implanted.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.